Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.